Manufacturer narrative:
Correction - h6 - the initial MDR was missing the code for noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up via remote, loss of contact resulting in false pause episodes were observed on the implantable cardiac monitor. Noise was seen on the electrogram. No intervention was performed. The patient was stable and will continue to be monitored.